Event description:
Co received allegation that a regulator was involved in a house fire. A cigarette had been left burning unattended in the plaintiff's home. The claim alleges that the regulator/cylinder was leaking oxygen. It has been alleged that the plaintiff was injured traumatically and emotionally and has experienced serious difficulty in learning to speak and communicate as a result of the fire. It has also been alleged that three other plaintiffs in the house were injured as a result of the fire.